Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the physician considered the battery depletion to be normal.

Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The patient experienced arrhythmia requiring external defibrillation. Abbott technical support was contacted, the device records were reviewed, and the cause of the device entering bvvi mode was noted to be due to power on reset (por) associated with normal end of life (eol). No intervention has been performed to address the bvvi mode at this time. The patient was in stable condition.